Manufacturer narrative:
The exact event date was not available, therefore the date 08/01/2024 was used as estimate, as it was reported that the patient symptoms started 6 months ago. The exact implant date was not available, therefore the date 01/01/2016 was used as estimate, as it was reported that the device was implanted approximately in 2016.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced a reduction of urethra's diameter; therefore, the cuff was no longer coapting, causing recurring incontinence. A surgical procedure was performed, during which all components were removed and replaced. No further patient complications were reported.